Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. B5: additional information received 09jul2024. Corrections: a3, b3, d9, h3 investigation evaluation: as reported, a cook bakri postpartum balloon with rapid instillation components was leaking from the three-way tap. An alternative method was used to retain water. The device was used for treatment of postpartum hemorrhage (pph) post-delivery. No interventions were performed for treatment prior to attempted device placement. The device was not tested prior to use. The device was placed transvaginally. The device was inflated using the syringe that came with the device; there was no difficulty connecting the syringe to the device. After noting leakage from the 3-way stopcock, the user replaced it with another 3-way stopcock and the leaking resolved. The patient did not experience any adverse effects due to this occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), and quality control (qc) procedures were conducted during the investigation. The complaint device was not returned; therefore, no functional testing or visual inspections could be performed. Cook has concluded that the device was manufactured to specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no related non-conformances reported for lot. A complaint history database search showed no other related complaints associated with the failure mode for the complaint device lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. Cook also reviewed product labeling; the IFU [t_j-sosr_rev4; 'bakri postpartum balloon'] supplied with the device states the following in consideration of the reported failure mode: - "how supplied: upon removal from the package, inspect the product to ensure no damage has occurred." The complaint was confirmed based on customer testimony. Based upon the available information and results of the investigation, cook has concluded that the cause for the complaint could not be established. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Corrected additional information received 09jul2024: date of event was (B)(6) 2024. Additional information received 09jul2024: the device was used for treatment of postpartum hemorrhage (pph) post-delivery. Additional information received 29jul2024: no interventions were performed for treatment prior to attempted device placement. The device was not tested prior to use. The device was placed transvaginally. The device was inflated using the syringe that came with the device; there was no difficulty connecting the syringe to the device. After noting leakage from the 3-way stopcock, the user replaced it with another 3-way stopcock and the leaking resolved.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, a cook bakri postpartum balloon with rapid instillation components was leaking from the three-way tap. An alternative method was used to retain water. The patient did not experience any adverse effects due to this occurrence. Additional information regarding event details, patient anatomy and outcome has been requested but is not available at this time.